Manufacturer narrative:
The product was returned for investigation. Test results were inconclusive in arriving at a clear root cause, as the tests in the qa laboratory confirmed that there was a problem with the pressure drop test, but the investigations in the complaints laboratories did not show anything abnormal that would indicate a reason for restricted flow. There was no indication of a manufacturing problem when the DHR was reviewed. In a good faith effort, additional information needed for full evaluation of this case was requested of the (B)(6) ssu regarding consequences for the patient; where the clotting was first noticed; blood values of the patient; anticoagulation and perfusion protocols; priming solution; whether there were any blood transfusions and where and when they were administered; and details of the temperature management during treatment. No further information was available from the customer. As there is no further information available regarding this case, a search in sap found no related issues for the material number in question, and a systemic issue is not indicated, no further investigation or action is warranted or possible, and the complaint will be closed.

Event description:
(B)(4).

Manufacturer narrative:
(B)(4). A supplemental medwatch will be submitted when additional information becomes available.

Event description:
According to the perfusionist, which was responsible for the surgery, it was observed an important failure of the membrane during an ecc procedure. According to the customer, it was observed a flow resistance and formation of clots in the neonate membrane. No further information was provided. The product was replaced during treatment. (B)(4).